Event description:
Rptr used the boston-scientific/interventional technologies new product - cutting balloon. The balloon cracked at the hub after trying to inflate the balloon. This enabled physician to inflate the balloon. When this happens, the cutting balloon is not effective. Had to open an add'l cutting balloon in order to fix the coronary artery.